Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed objective lens adhesion peeling issue could not be determined, however, the issue was likely the result of repeated use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of entire endoscope¿ ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the metal was not visible through the universal cord sheath. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive around the objective lens was found to be peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the universal cord had a cut. In addition to the adhesive around the objective lens that was found to be peeled. The evaluation findings are as follows: due to a pinhole in the bending section cover, water tightness was lost, due to a cut on the universal cord, water tightness was lost, the adhesive on the bending section cover had a chip, the universal cord had a scratch; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the lock engagement lever, the angle knob torque of the setting lever at engage exceeded the standard value; the light guide cover glass had a scratch, the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.